Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that when they were trying to transfer blood out of the collection bag to the patient, the flow through the left hand side port, as you are looking at the graduations on the bag, was slow and appeared impeded. The right hand port was used without any issues of flow. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the patient was on cardiopulmonary bypass (cpb) for approximately 1 hour and 45 minutes when the blockage occurred. Crystalloid solution was used during prime. It was not known if the patient had previously been on heparin or other anti-coagulant therapy. Anti-coagulation (heparin level) was assessed using an act plus.